Event description:
It was reported that the procedure was to treat a perforation in the proximal right coronary artery (rca). The 2.80x16 mm graftmaster covered stent could not cross to treat the perforation due to the anatomy. The perforation was sealed with a balloon and in order to further seal the perforation and complete treating the target lesion, the patient was sent to surgery the patient is doing well. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, additional therapy/non-surgical treatment (unexpected medical intervention) and surgical intervention (surgical procedure) appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.